Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "several needles were clogged during injection. No adverse patient impact."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Additional information: 1st customer response. ¿ are you able to provide the incident date? Multiple dates on and off since august. Now that we have reached flu season it is happening more often. ¿ could you kindly provide the facility address for us to create a return label? (B)(6). ¿ was there a delay of, or change in, the course of treatment due to the event? No ¿ what type of procedure is being performed? Injections. ¿ what was the medication/fluid in use at the time of the event? Flu vaccine, pneumonia vaccine, vitamin b12 injection, kenalog. ¿ were you able to draw up solution and then unable to expel? Both ¿ is there any visible blockage? Hard to tell. It looks like there is a hole at the end of the needle but evidently something is obstructed.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for additional information (see b5) and device evaluation. It was reported several needles were clogged. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution; the needle is clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 306616, lot 2188472. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2188472 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, other lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative